Event description:
It was initially reported to target that during an angiography procedure the outer layer of the catheter was coming loose. Upon evaluaiton, it was found that the catheter's polyethylene tubing was ballooned and burst, therefore this complaint became a MDR. According to the initial report this event did not cause any harm to the pt, who was reported in good condition after the procedure. However, a follow-up with the physician is being conducted by a co's representative. This report will be corrected if the pt's condition is changed after this follow-up.